Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) gave an error message stating that "occluder is out of order" during setup. After reset, there was no problem in the operation. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: the affected device was returned to livanova japan for investigation. The reported issue could be confirmed and it was found that the error was associated to the clamp encoder. The root cause of the reported event can be traced back to a defective clamp encoder board. The part is on order and will be replaced.